Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the product evaluation. Updated b5. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were noted: esheath liner fully expanded. Distal tip opened, but torn. Torn material from the tip missing. Hdpe material stretching at the tip torn. Slant score line visible in the tip. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufact uring nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaint of sheath distal tip torn and difficulty advancing through sheath were confirmed based on evaluation of returned device and provided imagery . Available information suggests that patient factors (calcification) and procedural factors (variability in tip expansion ) likely contributed to the event as per information provided there was moderate presence of calcification in the access vessel. Moreover, per evaluation of returned device the hdpe material was stretching at the tip torn and the slant score line was visible. Calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. The complaint of component separation during use' was confirme d based on evaluation of returned device and provided imagery. Available information suggests that procedural factors (high push force) likely contributed to the event as resistance was noticed when advancing the commander delivery system through the sheath tip. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a sapien 3 ultra resilia valve, in aortic position by left transfemoral approach. During the advancement of the delivery system through esheath, some resistance was noted when passing the distal tip. When the devices were removed it was noted that the esheath was damaged at the distal tip and it seems that a part of the distal tip was missing. The patient was noted to be in stable condition after the procedure. As per imagery provided, the esheath distal tip could be observed torn, and the torn material from the tip was missing. As per confirmation with the field clinical specialist, at the time of the case all other equipment was checked for the missing piece and the patient was x-rayed but the missing material was not found.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a sapien 3 ultra resilia valve, in aortic position by left transfemoral approach. During the advancement of the delivery system through esheath, some resistance was noted when passing the distal tip. When the devices were removed it was noted that the esheath was damaged at the distal tip and it seems that a part of the distal tip was missing. The patient was noted to be in stable condition after the procedure. As per imagery provided, the esheath distal tip could be observed torn, and the torn material from the tip was missing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.